Event description:
A pk papyrus covered stent system was selected for treatment of type iiics/IV perforation in the proximal lad. To stop the bleeding, balloon dilation was performed. Thereafter, the affected pk papyrus was introduced into the patients body, but the stent dislodged from the balloon prior to deployment. A second pk papyrus was implanted to cover the undeployed stent. The perforation was successfully sealed. However, the patient suffered from pericardial tamponade due to which a pericardial drain was inserted. Also, resuscitation was performed. 5 days later the patient passed away due to multi system organ failure. It was stated that the death was not attributed to the pk papyrus.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.